Manufacturer narrative:
Device discarded at hospital.

Event description:
Surgeon experienced a needle tip break. Fragments of the needle tip were removed from patient. Surgeon took an x-ray of the knee to verify no particles left behind in patient.